Event description:
C-arm was brought into operating room prior to start of procedure and turned on. Upon turning on the c-arm, the screen said "voltage error, restart system". C-arm was restarted 4 times and bio-med was called. Bio-med came to the operating room and again tried to restart the machine and bypass the error code. Bio-med was not able to fix the malfunction and proceeded to call the help number on the back of the machine. Initially, another c-arm was not available. Once another c-arm became available, the c-arm that was not working was removed from the room and a new c-arm was brought into the room to start the procedure.